Manufacturer narrative:
(B)(4). Concomitant medical products: item #rd118754, m2a 38x54mm cup trial, lot #660850. Item #11-104106, mlry-hd por fmrl 6x135mm, lot #773740. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02228.

Event description:
It was reported that the patient underwent a left initial hip arthroplasty and was subsequently revised due to periprosthetic fracture, metallosis and infection approximately two (2) years nine (9) months post primary implantation. A larger defect was seen on the head component. An estimated blood loss of 800 cc occurred during revision procedure.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Review of the medical records identified that the patient had suffered some sort of infection and was indicated for a revision. During the revision, it was noted that the femoral had had severe burnishing and one large linear radial dent, as well as the acetabular cup. Patient also suffered fracture of the acetabulum. After cultures for infection for inconclusive, event was attributed to metalosis secondary to a large defect in the femoral head. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.